Event description:
As the taxus express2 3.0 x 24 mm stent was being opended from the package it was noticed that a stent strut flared. Consequently, the stent was never used. No pt injury or complication was reported. The procedure was successfully completed using another taxus express2 3.0 x 24 mm stent. Pt status is reported as "satisfactory/good".